Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele, rectocele, enterocele and was not vault prolapsea review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 along with concurrent cystoscopy, transurethral excision and biopsy of bladder mass, fulguration and vaginal sling procedure with tension-free vaginal tape retroperitoneal approach due to bladder lesion, sui, intrinsic sphincter deficiency . It was reported that the patient underwent removal of vaginal packing due to postoperative bleeding and retained packing on (B)(6) 2006.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(4) received an e-mail from the ethicon risk manager team stating the following: it was reported that the patient underwent a surgical procedure on (B)(6) 2009 and prolift was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.